Event description:
Patient experienced hypoglycemia. Patient is currently in hospice with end stage pancreatic cancer and is unable to eat; insulin pump therapy is being discontinued.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specification at the time of release.